Event description:
The consumer alleges the cylinders locked up on her chair, allowing her to be thrown from the chair, breaking her foot.

Manufacturer narrative:
A consumer had stopped in a distributor alleging their chair had locked up and consumer reportedly fell out of the chair breaking her foot. User advised they did not have their seat positioning strap on. Product has not been returned for evaluation at this time so, it is unk if a malfunction occurred or if other factors such as misuse, operator error or lack or maintenance may have caused or contributed to this incident. MDR filed based on alleged serious injury.